Event description:
A (B)(6) male pt contacted zoll customer support to report that his electrode belt would not disconnect from his monitor. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: (B)(4) device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt connector) has been confirmed. Upon receipt the trunk cable connector was deformed and unable to connect to a test monitor. The root cause for the damaged connector cannot be positively determined but is likely physical abuse. No adverse event results from the damage connector. The pt received a replacement electrode belt.